Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 6.2 mmol/l. The device was exposed to moisture. Customer was advised the device need to be replaced and agreed.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk also, with vibrator rattling during self test due to vibrator adhesive not adhering. The insulin pump has minor scratched display window, cracked case at the display window corners, broken reservoir tube lip and missing the address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.